Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 5 ml s/su experienced leakage and difficult plunger movement during use. The following information was provided by the initial reporter: syringe 5 ml, which are leaking in the thread (luer) in some units and others, can not insert the plunger, it presses and does not allow to inject the medication as if it were clogged. Information received by additional email: the incident was noticed during use. The drug used was an anesthesic. The leakage happened through the tip.

Manufacturer narrative:
H.6. Investigation summary: DHR was performed, quality notifications and maintenance records were checked for potentially failure-related records. The provided samples were evaluated, and it was possible to observe a deformation in the tip of the syringe which led to the difficulty of connection and consequent leakage. The 5ml cylinder is produced through the plastic injection process, where heated plastic material is injected into a mold to form the product. The investigation led us to the conclusion that the deformation presented in the region of the syringe tip was caused by the lack of cooling in the mold during the component extraction step. History of maintenance performed during the period tells us that the mold has been removed from the machine to eliminate water leaks and that there is a possibility of clogging or mixing of the hoses responsible for water distribution within the cooling mold. A condition simulation test was performed where it was possible to confirm the defect reported by the customer by eliminating cooling from the cooling cavity. As an action to mitigate the failure mode recurrence poka yoke has been implemented to reduce the risk of those mixing according to maintenance note (B)(4). The defect plunger movement difficult was not observed with the evaluated sample. This way it was not possible confirm this defect. H3 other text : see section h.10

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/su experienced leakage and difficult plunger movement during use. The following information was provided by the initial reporter: syringe 5ml, which are leaking in the thread (luer) in some units and others, can not insert the plunger, it presses and does not allow to inject the medication as if it were clogged. Information received by additional email: the incident was noticed during use. The drug used was an anesthesic. The leakage happened through the tip.